Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 07/19/2021. A manufacturing record evaluation was performed for the finished device w9378; qhbbqct0 number, and no non-conformances were identified. Additional h-3 summary: six packets of product code w9378 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, six packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h6 component code: g07002 ¿ conforming device.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot qhbbqct0 number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4) device not returned. Additional information was requested and the following was obtained: what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? First one came off as was tying anchor suture. Second one as I was passing needle though subcutaneous tissue. Was the needle removed from the patient during the same procedure? Yes, what tissue/location was suturing when pull-off occurred? Subcutaneous tissue. Please provide the procedure name: knee revision. Below is the exact response from the surgeon who was carrying out the procedure: I¿m pretty sure it was when I did the revision knee suturing up the wound at the end. First one came off as was tying anchor suture. Second one as I was passing needle though subcutaneous tissue. At neither point was I heavy handed note: events reported in 2210968-2021-04687.

Event description:
It was reported that a patient underwent a knee surgery on (B)(6) 2021 and suture was used. During the procedure, the thread broke off the end of the needle when passing needle though subcutaneous tissue. There were no adverse patient consequences. No additional information was provided.